Event description:
It was reported that this tachycardia lead was explanted due to pocket infection. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected as it remains with the explanting facility. If the lead is returned for analysis, this report will be updated with pertinent information upon completion of product analysis.